Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. During an attempted implant of a leadless implantable pulse generator (ipg), the patient experienced a perforation. This resulted in a cardiac injury requiring surgical repair. The patient subsequently passed away during the surgical repair.